Manufacturer narrative:
The patient previously experienced a drive line infection on (B)(6) 2018 and was placed on cefadroxil for long term suppression which is reported under MFR # 2916596-2019-00012. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was seen in the clinic for a routine follow-up and the drive line area had some drainage. The drainage was cultured and came back positive for staphylococcus epidermidis. The patient was previously on cefadroxil which was switched to doxycycline. The patient was instructed to continue taking doxycycline and would require antibiotics indefinitely for suppression. No further information was provided.